Event description:
It was reported the pt used the ins only when he experienced "severe nerve misfiring." The lead placement "was not great." Add'l info received from the hcp indicated, the pt underwent revision of the lead. No symptoms were indicated. An x-ray indicated inferior migration of the thoracic lead. The outcome was reported as "no injury."